Event description:
A report was received that the patient had difficulty charging the ipg and was experiencing pain at the pocket site. Database analysis revealed that the ipg may be flipped. The patient underwent a pocket revision wherein the ipg was relocated. The patient was doing well following the procedure.